Manufacturer narrative:
The male luer tip having broken off in the needle-free valve was confirmed. Visual inspection of the set noted the tip of the male luer to be severed with the severed piece lodged into the non-bd needleless valve. The male luer collar was cracked and pieces appeared to be missing. No functional testing was performed because only a section of the set was received. The root cause of the male luer tip breakage was not identified.

Event description:
Received an unexpected return of a partial unknown model set with the male luer tip broken off into the female luer of a non-bd needle-free valve. The collar of the male luer was cracked and there was dried blood noted in the male luer and needle-free valve, so the parts are presumed to have been used on a patient at the time of the event. There is no report of any patient harm.